Event description:
Journal reference: lambrecq et al. "Intrathecal baclofen in hereditary spastic paraparesis: benefits and limitations." Ann readapt med phys 2007;50(7): 577-581. The author reviews the benefit of pump implantation for chronic baclofen infusion in patients presenting with hereditary spastic parapareses (hsp). The population tested consisted of three males and three females, mean age 48 years, who had been suffering from hereditary spastic paraparesis for an average of 19 years. Two patients did not meet the objective pre-therapeutic criteria and have pumps implanted, four patients, therefore, benefited from pump implantation. Current follow-up is 6.2 years (extremes: 2 to 14 years). Reportable event: two cases of catheter dislodgement with csf [cerebrospinal fluid] leak.